Manufacturer narrative:
Corrected information provided in h.6 and h.11. Additional information was provided in d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the imperfection on needle tip which made it impossible to feed it through trocar. The procedure type and timing of the surgery was unknown. There was no information about patient impact. Additional information has been received, indicating that the imperfection on the needle tip was referring to burr. The procedure performed was a vitrectomy, and the issue occurred during the surgery. There was no impact on the patient.

Manufacturer narrative:
One opened probe was received, without radio frequency identification, without a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with severely bent needle and clear foreign material at one location on the needle. Functional ring gage test could not be performed since needle was bent. Needle was measured dimensionally and found to be conforming. Needle was also measured across foreign material and found to be nonconforming. Foreign material was removed after wiping with alcohol. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation could not confirm the probe had a fit issue as probe needle was severely bent. The exact source of the foreign material cannot be determined from this evaluation. However, the most likely contributing factor is surgical residue from use and does not point to a manufacturing issue due to the foreign material easily wiping off with alcohol. The complaint evaluation confirms the probe had a bent needle. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action has been taken by the manufacturing site as an exact root cause for the bent probe needle and probe fit issue could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).